Event description:
Note: date of event is unk. In early 2009, a boston scientific corporation employee became aware of a clinical study article, "expandable metal stent placement for benign colorectal obstruction: outcomes for 23 cases" published in surgical endoscopy 2008; 22:454 - 462. The following information was derived from this article: a wallstent enteral endoprosthesis was used for a colonic stent placement procedure on a male pt. According to the article, the pt experienced reobstruction, stent occlusion and edema. Pt was restented with an ultraflex stent four days after initial stent placement. There is no further information from the article regarding the status of the pt.

Manufacturer narrative:
The suspect device lot number is unk; therefore, the device expiration and device manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.